Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. The insulin pump passed all functional tests.

Event description:
It was reported that customer's insulin pump alarmed motor error. Customer's blood glucose was 199 mg/dl. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer did not view the sensor glucose graph during a bolus. Customer is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back-up plan. Nothing further reported.